Event description:
Co received an implant form stating that this lead, and another model 4320 lead serial number 01650, were removed from service because of "insulation failure." Total implant time: 38 mo.